Event description:
No additional information was provided.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 1112721.a review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date manufacturer investigation completed has been used for this field. D.4. Other lot number includes 1112721 and other expiration date includes 2026-03-31. H.4. Other lot number device manufacture date is 2021-04-22. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305916 batch # 1112721, unknown. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: complaint received by phone call on (B)(6) 2024. Does not allow pharmacist to press the plunger, this takes a lot of force. This has been re-occurring for the past year. Customer provided the current lot number, but states this has occurred with previous unknown lots. Primarily with the covid and flu shot. Customer would not like to send in a sample or photo and gave limited information. He would just like to know if this has occurred with other customers. No additional information will be available. Please do not request additional information in ack email. Lot: 1112721, lot: unknown, material: 305916.